Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed normal pump parameters and no alarms logged for the 14 days leading up to the reported event date. On-site inspection of the driveline cable revealed cracking of the driveline outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the outer sheath of the patient's driveline cable was cracking. The patient denied any alarms associated with the driveline cracking. Approximately two centimeters (cm) of outer sheath was missing adjacent to the driveline strain relief. The inner silicone, lumen, and wires were intact. No controller alarms were noted upon interrogation.`driveline sheath repair was performed on an outpatient basis with no reported patient consequence. The driveline cover was easily able to slide over the repaired area without issue. Furthermore the patient was re-educated on driveline maintenance and all questions and concerns were addressed prior to finishing the repair. A photo of the reported damage appears to confirm the event. No further information was provided.